Manufacturer narrative:
The protege everflex self-expanding peripheral stent system was received for evaluation. No ancillary devices or cine images from the procedure were received for evaluation. The protégé stent delivery system, (sds) was received with a portion of the stent stretched over the proximal hub luer lock. Approximately 40mm of the 100mm length everflex stent was returned for evaluation. The protégé sds deployment paddles were received approximately 90mm apart, (114.0 ¿ 122.0mm). Indicating that the deployment paddles have been moved from their t=0 position. Crystalline residue was noted within the stopcock tube. The safety lock pin was received tight. The outer sheath was received pulled back approximately 33mm. A kink in the distal assembly inner guidewire lumen was noted. The kink most likely happened post procedure given how the device was packaged for return. The safety pin was loosened, and the deployment paddles were brought together to further exposed the inner guidewire lumen distal assembly. The kink in the distal assembly inner guidewire lumen is approximately 70mm from the distal edge of the stent retainer. No other abnormalities or defects were noted in the distal assembly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician employed the use of a protégé everflex device with a 6fr sheath for the treatment of a 90mm slightly calcified plaque lesion in the mid superficial femoral artery (sfa). Vessel was slightly tortuous. Lesion exhibited 90% stenosis. Embolic protection was not used. Device prepped as per IFU without issue. Vessel was predilated with a 8 x120mm balloon. No resistance was encountered when advancing the device. It is reported that stent deformation occurred in vivo post deployment. It is reported that 100mm of the stent was deployed in the vessel. The stent was released and broken down, and it is reported that half of the stent was remained in the patient and half of the stent remained in the release system. The stent release system was retrieved, and a new stent was used to complete the procedure. It was reported that the patient has been discharged from the hospital.